Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection of the returned device confirms the stated failure. The stem impactor rod¿s threads are stripped. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the failure; however the device shows significant signs of use, it was manufactured in 2011. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the inserter tip threads broke off.